Event description:
It was reported that during a da vinci-assisted surgical procedure the tip of the harmonic ace instrument broke. A fragment fell inside the patient while the surgeon was dissecting. The fragment was successfully retrieved using an endoscopic instrument, and it was confirmed that all fragments were retrieved as only one fragment had broken off. No additional surgical procedure was required to remove the fragment, nor were any post-operative tests like x-rays or ultrasounds performed to check for remaining fragments. To complete the procedure, a new harmonic ace instrument was reinserted. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d4, d9, h2, h3, h4, h6, and h11. Corrected data: refer to field d4 (lot and UDI #s) and h4. Device evaluation: the harmonic ace instrument has been returned and failure analysis found the instrument to have one blade broken at the base. A piece approximately 0.3480" x 0.0840" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.